Event description:
It was reported that the patient with this previously capped right atrial (ra) lead had exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead, right atrial (ra) lead and previously capped ra lead were explanted. Furthermore, the previously capped rv lead remained capped. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).